Manufacturer narrative:
Weight reported as (B)(6). Additional product code: hwc. Device was inserted and removed on (B)(6) 2014 but was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade was found to be out of bound at the proximal hole of the nail by the image intensifier after insertion. The blade in question was used for a femoral trochanteric fracture case. The surgeon removed the blade and correctly re-inserted another sized blade after re-measuring. Due to the incident, the operation was extended for twenty minutes, and the patient had extra invasion on her femoral head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the functionality testing could not identify any deviation to the specification. The manufacturing documentation for this lot was reviewed and was manufactured to specification in october 2013. It would appear that incorrect alignment of this blade was the root cause. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that the surgeon added hammer blows to the nail with a sleeve on the bone before blade insertion. Due to this, the nail may have been out of alignment. This is report 1 of 2 for (B)(4).